Manufacturer narrative:
It was reported that a 76-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The device evaluation was completed on 27-sep-2021. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-sep-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After the brockenbrough (transeptal), when the thermocool® smart touch® sf bi-directional navigation catheter and the pentaray nav eco 7fr, d, 2-6-2 were advanced to the left atrium, a decrease in blood pressure (decreased to about 40) was noticed. Effusion of the ventricle was confirmed by the soundstar eco sms 8f catheter. Pericardial fluid retention was observed on both endocardial and echocardiogram, and drainage was performed. As bleeding did not stop, thoracotomy was performed. When the chest was opened, hemorrhage was observed from the back side of the inferior vena cava (ivc). The site of hemorrhage was sutured. Vital signs after thoracotomy surgery were stable, but it is unknown if the patient would regain consciousness. The physician commented that echo was difficult to see. The sheath (competitor's product) might be the cause. There were no abnormalities while using the product. The physician made a comment that the patient is now recovered enough to be able to communicate by writing, and there is no other issue. Physician made a comment on (B)(6) 2021, saying "looking back, he had a strange autopsy. I thought it was a lower grade than usual, but it went straight to brockenbrough. Not product related. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The physician commented that the patient had a strange anatomy. Atrial septal puncture was performed, although the patient felt that his eyes were lower than usual. Not related to the biosense webster, inc. Products. Pericardial drainage was performed, but hemostasis could not be achieved. The procedure was shifted to thoracotomy, and the site of cardiac hemorrhage was sutured. Patient outcome of the adverse event was fully recovered. It was not reported extended hospitalization was required. A transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was not performed. There was no evidence of steam pop. The event occurred during the transseptal phase. Immediately after atrial septal puncture, blood pressure was decreased. Irrigation was not used before the event occurred. No error messages observed on biosense webster equipment during the procedure.